Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed by greatbatch. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor (smith & nephew), identified the root cause to be due to fatigue loading and weld breakage. No further investigation is required. Complaint information and investigation provided by smith & nephew.

Event description:
It was reported during an unknown patient procedure that the piece of impactor broke that allows you to tighten the cup and secure to the impactor. No adverse events reported.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.